Event description:
Patient was on cooling blanket and became febrile. Shortly after, the machine was reading "check probe." After troubleshooting, no success. Machine was swapped out and the new one was reading the same thing. Esophageal probe was then swapped out, and cooling blanket began working again, however the temps were reporting back very low. X-ray verification of probe was completed, and successful, and oral temp was taken to confirm patient was actually hypothermic. Old machine was red tagged. Unsure if the first machine, or probe was inaccurately reporting high temps, vs remained stable at all times. Mds and charge nurses notified.